Event description:
Alleged while working on this bed, he found the hi/low lowers on its own. He said he can raise the hi/low but once he releases the switch, it will lower all the way down.

Manufacturer narrative:
The facility found the hi/low down switch on the left caregiver board was stuck. The facility replaced the board to repair the bed.